Event description:
The customer, (B) (6), reported via the distributor (B) (4) that the bur tip broke during a demonstration. It is further reported that the unit was being used with a handpiece during the demonstration. It is further reported that a portion of the bur remains in the handpiece. It is further reported that there are no adverse consequences to the user.

Manufacturer narrative:
Lot number info was not available to permit further evaluation.